Manufacturer narrative:
This report is submitted on april 8, 2020.

Event description:
Per the clinic, it was reported that the patient underwent revision surgery on (B)(6) 2020, in order to reposition the implant. Repositioning was successful; however, following surgery, several open circuits were noted. Subsequently, the device was explanted on (B)(6) 2020, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on 26 may 2020.